Manufacturer narrative:
The evaluation was carried out on the basis of pictures, provided by the customer. The evaluation showed, that the bolts of the upper front part are loose. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the screws of the upper joint are released and the upper bushings are broken. The patient did not fall.